Event description:
Tip of screwdriver broke off inside of cannulated arthrex interference fixation screw during right knee anterior cruciate ligament reconstruction surgery. Tip could not be removed and remains firmly inside of screw, no adverse effect.